Event description:
It was reported in "the impact of sex on outcomes with elimination of aspirin from the antithrombotic regimen with a fully magnetically levitated lvad: an analysis of the aries-hm3 trial" that heartmate 3 patients experienced major hemocompatibility-related adverse events including stroke, bleeding, and thromboembolism/thrombus. The secondary trial-level analysis sought to evaluate the role of sex on pharmacokinetic and pharmacodynamic variation and establish sex-based differences in outcomes in the aries-hm3 study. Aspirin responsiveness by sex and evaluation of vitamin k quality management would be specifically evaluated and their association with outcomes would be established. The analysis sought to establish underlying variables that explain observed variations in hemocompatibility-related adverse outcomes in female's vs male. The goal was to identify targets for therapeutic intervention in females to improve clinical outcomes with the lvad. The composite primary endpoint was survival free of non-surgical major hemocompatibility-related adverse events including stroke, pump thrombosis, bleeding, and arterial peripheral thromboembolism 12 months post-procedure. Secondary endpoints include overall survival, major thrombotic events, and non-surgical bleeding.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Institute for clinical and experimental medicine, prague, czech republic; harvard medical school, boston, ma. Netuka, I., & mehra, m. R. (2025). The impact of sex on outcomes with elimination of aspirin from the antithrombotic regimen with a fully magnetically levitated lvad: an analysis of the aries-hm3 trial. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.184 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively determined via this investigation. No images or product was provided for evaluation. A specific cause for the reported event could not be determined via this investigation. A DHR review could not be performed due to the serial number of the hm3 lvas being unknown. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.